Manufacturer narrative:
An event of left bundle branch block, right bundle branch block, bradycardia, and a permanent pacemaker implant were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6), it was reported that on (B)(6) 2022, a 35mm portico ng/navitor titan valve was successfully implanted during a transcatheter aortic valve implantation. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 1mm. The distance from the left coronary cusp (lcc) to the ventricular end of the frame was 4mm. Following the procedure on (B)(6) 2022, a new left bundle branch block (lbbb) was noted on electrocardiogram (ECG). On (B)(6) 2022, it was noted that the patient had an alternating right bundle branch block (rbbb) and lbbb on ECG. On (B)(6) 2022, the patient was monitored in slow atrial fibrillation. The patient had a prior history of atrial fibrillation. During monitoring, patient was noted to have bradycardia, lowest heart rate was 30 beats per minute (bpm). On (B)(6) 2022, the patient received a single chamber permanent pacemaker implant. No patient consequences were reported. No additional information was provided.